Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a chemoclave bag spike in which it was reported that it was unable to infuse through the clave spike. The caregiver had to take spike out and re-spike. The medication was used is folinic acid. There was patient involvement, but unknown delay in therapy and unknown adverse events.